Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"I work on a palliative care ward where we use these cannulas very frequently. Recently, however, the following problem has occurred occasionally: initially, there was resistance when applying medication. Shortly afterwards, the cap on the opposite side came loose and the liquid leaked out. In these situations, it was no longer possible to clearly determine how much medication had actually been administered. In one case, this led to an excessively high dose being administered according to the syringe. When did the incident occur? During use short description resistance during application, medication escaping at another location".

Manufacturer narrative:
Investigation summary: a complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.